Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump was monitored and no unexpected low battery alert alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 232 mg/dl at the time of incident. The customer's blood glucose was 503 mg/dl at the time of call. The customer stated that the blood glucose reached 587 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting and did not found air bubbles, leaks and insulin issues. The insulin pump will be returned for analysis.